Event description:
Patient was moving from the chair to the couch when the armrest of the chair gave way at the weld point. Patient fell, but sustained no injury.

Manufacturer narrative:
The arm rest was returned, and the weld that secures the nut to the arm had broken. The weld appeared to be a cold weld.